Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7033161, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at ipg site. Symptom of pain at the pocket site was noted. Physician believed that infection was not device or procedure related. The patient was placed on antibiotics and was epxlanted.